Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number: 3005099803-2025-00983 for the spyscope ds ii access & delivery catheter and 3005099803-2025-01032 for the spy ds controller. It was reported to boston scientific corporation that spyscope ds ii and spy ds controller were used during a biopsy procedure in common bile duct for the treatment of common bile duct stricture on (B)(6) 2025. It was reported that when spyscope was connected to spyglass the screen turned grey with dots. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00983 for the spyscope ds ii access & delivery catheter and 3005099803-2025-01032 for the spy ds controller. It was reported to boston scientific corporation that spyscope ds ii and spy ds controller were used during a biopsy procedure in common bile duct for the treatment of common bile duct stricture on (B)(6) 2025. It was reported that when spyscope was connected to spyglass the screen turned grey with dots. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the device was returned for analysis. During the visual inspection, no physical damage was found. During the image test, the device was connected to the controller but did not display an image. In the functional test, it was observed that the camera tip moved without issue, though this did not improve the image quality. The electrical test showed that the measurements were outside the expected range. Additionally, no residue was found in the breakout region of the handle. The leak test revealed a leak at the breakout region, with psi levels dropping more quickly than usual. The reported complaint regarding visualization was confirmed. It is likely that the problem arose due to handling or external forces during preparation or the procedure, allowing fluid to enter the optics lumen. This fluid ingress interferes with the camera's electrical properties, degrading the image quality and potentially creating conductive paths that could lead to short circuits or localized heating, ultimately causing an electrical failure. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that an electrical failure with a device component contributed to the event.